Event description:
Sorin group (B)(4) received a report that the drive unit of the stockert centrifugal pump plus system was getting error codes and stopped. The pump was not used for the procedure and there was no pt involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the stockert centrifugal pump plus system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the drive unit of the stockert centrifugal pump plus system was getting error codes and stopped. The pump was not used for the procedure and ther was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.